Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming critical error. The customer reported the insulin pump was exposed to water, but the customer disconnected from the insulin pump after. The customer's blood glucose was 9.4 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book image and pump error 35 due to moisture damage on the force sensor and on the electronic assembly. The insulin pump had cracked case at battery tube side, scratched case and a pillowing keypad overlay.